Event description:
The md indicated that he has experienced diopter shift on several patients that have required anterior capsulotomy for correction. He explains that the width of the plate a60 prevents anterior/posterior capsular fusion. (Staar does not make an a60 iol). Despite multiple attempts to gather additional info, the md has not responded. This info was received by fax in response to the collamer customer bulletin sent to customer (recall z-0539-04). No serial number info, pt information or dates are available.